Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the needle button released could not be determined. The device was returned with the needle release button depressed, due to this condition, it is not possible to determine if the needle button had inadvertently retracted during use. The complaint about the hyperglycemia event could not be confirmed. There was an air bubble larger than a rice grain observed in the medicinal vial, this could contribute to a hyperglycemia reading.

Event description:
Patient reported the needle from the v-go released from the abdomen while she was sleeping this happened on the morning of (B)(6) 2020. Patient has been on v-go for a month. Patient didn't notice until the following morning which caused her numbers to rise to around 300. Patient says normally her numbers are 99-150. Also patient says her bolus delivery buttons locked out on her. I advised her limit of 18 clicks per v-go. Patient says she couldn't have used all of her clicks. Patient says she uses 3-5 clicks per meal. Patient saved v-go with the needle that released on it own which caused hyperglycemia. The v-go with the locked out bolus delivery buttons was discarded by patient.